Event description:
A customer contacted baxter's technical service center to request assistance ending therapy due to air in the line while on the homechoice (hc) machine during fill 1. The home patient (hp) stated he had air in the patient line, but connected himself anyway. The hp stated he had shoulder pain. The hp requested to end therapy. The technical service representative (tsr) assisted the hp to end therapy and advised the hp to call the peritoneal dialysis nurse to inform her of the air and pain. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed and the assignable root cause could not be determined. This writer made repeated unsuccessful attempts with the home patient (hp) at acquiring additional information. There was no injury or medical intervention reported. Baxter?s attempts to obtain the sample and lot number were unsuccessful and therefore an evaluation and batch review could not be performed. A follow up report will be filed if any additional information becomes available.

Manufacturer narrative:
(B)(4). Sample availability and lot number are unknown at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.